Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. (B) (4).

Event description:
The customer reported, the system intermittently reboots on its own. No pt injury was reported.